Event description:
The pt was treated post coronary intervention. A 6f/0.070" guide catheter was used with the pronto extraction catheter. The pronto catheter tip was placed at the left circumflex artery proximal to the lesion to remove a thrombus. The thrombus was trapped in the dominant left circumflex bifurcation and was brought to the left main coronary artery by the catheter with the vacuum on. The pronto was removed and the contrast injection showed a resolutin of the mid-left circumflex bifurcation. However, the proximal circumflex and lad had become occluded. A second aspiration in the left main was attempted with minor resolutions. The pt expired.